Event description:
7/1/97 pt underwent right breast reconstruction with latissimus dorsi flap and breast implant. 7/2/97 she was noted to have a hematoma of the flap. She was returned to surgery for evacuation of the hematoma and revision of the flap. 7/9/97 the flap showed signs of necrosis. The pt was returned to surgery for debridement of necrotic latissimus dorsi myocutaneous flap and removal of the breast implant.